Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became distorted and nonfunctional without any known physical damage, rendering the pump unusable despite a hard reset and charger troubleshooting, and a replacement device was provided. Symptoms included loss of display function that prevented interaction with the pump. Outcomes included the user being advised to use backup therapy, continue cgm use, shut down the device to avoid further alerts, and return the affected unit, with data not transferring to the replacement. Investigation included collection of screen images and serial information and coordination for device return. Investigation of this case revealed a malfunction of the display assembly resulting in an inoperable user interface, consistent with a screen failure. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.